Event description:
The customer called for help with her meter. While troubleshooting, it was discovered the meter was missing segments. The customer did not allege any adverse events due to missing segments. The meter was to be returned for evaluation, and a replacement meter will be sent.